Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange of textured implant to smooth due to patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth breast implant due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red and white particle material on the shell, creases, deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "hole, non-specific." Device has been explanted.